Event description:
The customer reported being hospitalized for diabetes ketoacidosis and dehydration. The blood glucose reading was over 600 mg/dl. The customer noticed having bent cannulas when her blood glucose rose. Troubleshooting was declined at the time. Attempted to f/u and the customer's mother stated that the insulin pump has been functioning properly and declined to troubleshoot the insulin pump once again. Advised the mother to call back if they have any other concern. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.